Event description:
Initial rptr indicated that their handheld computer with 7.1 programming software had an error message "error executing sql". A soft reset and a hard reset did not resolve the issue. A flashcard reinsertion was performed and that did not resolve the issue. Reported "the hhd just keeps cycling with the dell screen like it is trying to load the software but it never loads. It just keeps cycling." Prods rec'd at MFR pending analysis completion.

Manufacturer narrative:
Conclusions: device malfunction is suspected, but did not cause or contribute to a death or serious injury.